Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure and the issue is resolved.